Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the proximal left circumflex (lcx) coronary artery, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. A launcher evu3.5 guide catheter, a runthrough guidewire and cypher stent were also used in this procedure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.